Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 01/28/2023 the customer reported a critical pump error 24. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, serial number label peeling at its bottom. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump errors 24s occurred during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 24 occurred on 01/28/2023 @ 08:57:06 & 09:07:01. The adapt tool also confirms the following pump errors that could potentially trigger a critical pump error (open book image): pump error 53 (filenumber = 2005, linenumber = 5632) occurred on 01/28/2023 @ 08:50:04 & 11:17:50 and pump error 53 (filenumber = 0, linenumber = 0) occurred on 01/28/2023 @ 08:51:07; pump error 3 occurred on 01/28/2023 @ 08:49:16 & 09:24:01. The case was cut open. After visual inspection, there is noticeable corrosion inside the battery compartment and traces of previous moisture presence on the pcba1 j7 aa battery connector and the force sensor flex cable terminal. In summary, the customer¿s report of a critical pump error 24 was confirmed during testing. Critical pump error 24 is due to moisture damage, pump error 53 (filenumber = 2005, linenumber = 5632) is due to a software error, and pump error 53 (filenumber = 0, linenumber = 0) and pump error 3 are due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act the initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
Customer reported they received an alarm which is generated when a power failure is detected.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error 24. Troubleshooting was performed and the pump performs safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis